Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and battery out limit alarm. Customer's blood glucose reading was unknown. Troubleshooting for battery out limit alarm was performed. Customer was unable to clear the alarm because of keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive when pressed and they were unable to clear battery out limit alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.